Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: a visual examination of the returned device found that a break had occurred in the distal extrusion at the site of the port. The distal section of the break, i.e. The wire lumen, balloon and tip sections of the device were not received for analysis. An examination of the break site found that the extrusion exhibited clear signs of stretching / tensile force. The corewire was stretched / kinked. The hypotube section of the device was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary intervention (pci), a shaft break occurred. The apex balloon catheter was attempted to be advanced over the 0.014 guide wire but only progressed 5cm and then was not able to be advanced or retracted. When an attempt was then made to withdraw the wire from the device, severe resistance was met and a shaft break occurred at the hub of the device. The procedure was successfully completed with another apex balloon. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed a shaft break in the distal section of the device.